Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis was unknown. The patient was not hospitalized for event. On an unreported date, the patient began treatment with an injection of vancomycin (2 gram; frequency and route of administration not reported) and with additional medication for peritonitis. The action taken with pd therapy was not reported. No additional information is available.